Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Cables and soldering joints are under stress during manufacturing process, and this can lead to premature damages of the soldering joints. Additionally, the fiber composite of the light guide fibers damaged due to external force for example due to fall, impact, or shock. The protector of the video cable is overstressed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a purple-colored image due to a broken video cable, the fibre bonding in the outer tube was damaged and the protector of the video cable section was overstressed. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, had image disturbance and the image flickered. The device was returned for evaluation. During the device evaluation, the image displayed a purple-colored image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.